Event description:
At the out patient clinic, the nurse had difficulty attempting to backflush normal saline from the primary bag into the secondary chemo tubing with a filter. The nurse had to use manual pressure on the primary bag otherwise it would not backflush.======================manufacturer response for carefusion tubing for alaris pump, (brand not provided) (per site reporter).======================currently manufacturer is working with scripps corporate leadership.